Event description:
Reporter alleged the blood glucose monitoring device generated a result without a test strip being inserted into the device that was dosed with blood or control solution. It was stated when inserting the strip into the meter, it displayed an error; however, when taking the strip out of the meter, a result of "lo" appeared. Customer stated not having any symptoms at the time and as a result of the reading, did not use the device for testing since. A request was made for the return of the suspect device and replacement product was sent.